Manufacturer narrative:
It was reported that the stent may have fractured based on CT image. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. Fracture can occur by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Duodenum structure where stent was implanted is curvy. Stent can be frequently pressured due to patient's lesion status, and fracture be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact root cause since the device was not returned, and it is hard to reconstruct the situation at the time of procedure. However, based the description "stent may have fractured based on CT image", it is assumed stent fracture occurred due to the combination of continuous stress on the stent from the pressure generated from the patient's lesion, previously fractured stent, peristalsis of organs and other factors complexly and was removed. In the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent fracture". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On (B)(6) 2025: the physician placed the stent because another stent placed one month ago fractured. On (B)(6) 2025: it was reported that the stent may have fractured based on CT image. There were no patient complications as a result of this event.